Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump had failed battery alarm. The customer put in new battery and time and date went blank. The insulin pump screen had crack. The insulin pump will not be returned for analysis.